Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. This was a false positive explant indicator related to a software update. Additionally, this crt-p experienced an oscillator mismatch condition consistent with high battery impedance. Approximately two weeks later, this crt-p was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h6: added a0711/interrogation problem. Removed a160503/inappropriate or unexpected reset and a23/use of device problem.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. This was a false positive explant indicator related to a software update. Additionally, this crt-p experienced an oscillator mismatch condition consistent with high battery impedance. Approximately two weeks later, this crt-p was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h6: added a0711/interrogation problem. Removed a160503/inappropriate or unexpected reset and a23/use of device problem. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device was operating in safety mode and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. This was a false positive explant indicator related to a software update. Additionally, this crt-p experienced an oscillator mismatch condition consistent with high battery impedance. Approximately two weeks later, this crt-p was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. At this time, no further information is available. Should additional information become available this report will be updated.